Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate was misidentified. The user specified organisms citrobacter braakii and citrobacter freundii were identified with each repeat of the isolate. The user reported citrobacter spp. To providers. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.